Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead; product ID: 977c265, serial#: (B)(4), implanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 977c265, serial/lot #: (B)(4), ubd: 06-jul-2022, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer concerning patient with an implantable neurostimulator (ins). It was reported there was a loss of pain coverage. The patient was not getting left sided coverage for his pain. The patient reported no falls or accidents. Impedances were checked and were all within normal range. The rep set the patient on an hd program to see if it will provide relief. No further complications were reported/anticipated. Additional information was received from the rep. It was reported that the patient had a phone appointment scheduled with their managing healthcare provider (hcp) for (B)(6) 2020. They stated they would know more at that time. Additional information was received from the manufacturer representative (rep). It was reported there were no external factors. No further information was available. No further complications were reported/anticipated. Information was received from a manufacturing representative (rep) and a patient. The patient reported that they are having to charge for half a day in order to get some charge on their implantable neurostimulator (ins). The also stated that they are not getting any left side coverage. No external contributing factors were known. The rep mentioned that x-ray images were taken of the paddle lead placement, and it seems that the lead is placed more right sided than left, but the cephalic electrodes are midline and semi-left of the spinous process. The patient will be seen on (B)(6) 2020 to have their ins interrogated, and to reprogram the patient to get left side coverage. No further complications were reported or anticipated.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was reported that the caller stated ins was replaced yesterday and at procedure patient reported they had been having problems recharging, no further information was provided. In caller's opinion, the recharging issues may have been related to where the ins was placed.

Event description:
Additional information was received from the rep. It was reported that the patient had not used stim in 30 days and had not charged it since early april. Impedances and connectivity were all fine. Patient was programmed with dtm and recharging instructions were explained again.

Manufacturer narrative:
Concomitant medical products: product ID: 977c265, serial#: (B)(6), implanted: (B)(6) 2018, product type: lead; product ID: 977c265, serial#: (B)(6), implanted: (B)(6) 2018, product type: lead. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The rep stated that the va still has the device, and is to call the rep when they are done with their analysis.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.